Event description:
(B)(4).

Manufacturer narrative:
The device history record could not be reviewed because the lot number provided in the medwatch report corresponds to the part number and not the lot number. There was a used sample returned for evaluation. The sample consisted of a 28 ga first PICC catheter with a portion of catheter tubing in the manufactured placement. The visual observations showed that the catheter tubing broke off at the 7cm tick mark. The stylet was returned within the sample and the second portion of the catheter tubing (2 cm) was attached to the stylet closed to the distal tip. The stylet showed several bends close to the distal tip, where the tubing was attached. The microscopic enhancement of the area of separation revealed uneven edges which is an indication of undue stress to the catheter. The second portion of the tubing showed several cuts which may have been caused by bends on the stylet. On potential cause of resistance during catheter removal is rapid removal of the catheter causing vasospasm. The venous spasm is the most common cause for resistance during removal, the movement of the catheter through valves and curves may stimulates the smooth muscles in the vein to contract. Putting pressure on the insertion site prior to removal of the catheter may lead to vasoconstriction. According to IFU pmt-20-2007-07 multi-use edc IFU w/ce mark rev 1011a catheter removal: remove slowly. Note: do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes. The insertion of the stylet to help with catheter removal may have led to mechanical phlebitis, increasing the risk of vasospasm complication. The potential causes of mechanical phlebitis are: large catheter to size ratio. Damaged to tunica intima due to rapid removal of catheter. Catheters are 100 inspected at various stages during the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilize within the instructions for use. A control pull test is also performed per the specifications to ensure catheter strength and integrity.